Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they had shocking. The patient stated her explant surgery was going to be in (B)(6), but they did not have it scheduled yet. The patient reported she made an appointment with the surgeon who implanted the device and was needing x-rays because she was going to have the implantable neurostimulator (ins) removed. The patient stated the ins malfunctioned and she experienced shocking. The patient stated the ins and wires not had been replaced since then. The patient noted the shocking began 2014. The patient stated she had experienced discomfort in her tailbone area. The patient reported she experienced ¿almost tingling¿ sensation in her vaginal area and also had other weird side effects like ¿her back wants to go out all the time.¿ the patient reported the area where the battery is also very sensitive. The patient noted they had lost a lot of weight and stated the pressure of an underwear band hurt the area where the ins was. The patient noted there was discomfort in the tail bone about a mouth and a half prior to the call. The patient stated the week of the call their back started want to go out all the time and the had a tingling sensation in the vaginal area. There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim.